Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a skin reaction. Additional information has been requested.

Manufacturer narrative:
The patient underwent a right open reduction internal fixation distal radius fracture procedure on (B)(6) 2013 and suture was used. The patient experienced red, irritated, and visible sutures. A warm compress was given. The patient was reported as healed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced inflammation and knot spitting. The patient was possibly treated by removing the spit knots. No additional information was provided. (B)(4).